Manufacturer narrative:
At this time the atrial lead remains implanted. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting increased threshold measurements and impedances were greater than 2500ohms. There was no noise observed on the atrial channel. The clinic will monitor atrial lead diagnostics and plan to replace the atrial lead when the device reaches elective replacement time (ert). No adverse patient effects were reported.

Manufacturer narrative:
Approximately two years later the lead was returned post-mortem. The patient passed away in (B)(6) 2011. No further complaints had been received regarding this lead issue and there is no evidence linking the previous complaint to the patient death. The lead is currently in analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a segment of the lead was returned with visual damage to the insulation and conductor coils. Blood/body fluid were noted in the lead lumen. Resistance testing was then completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Detailed analysis determined the insulation damage appeared to be due to lead on lead interaction. Laboratory testing was unable to reproduce the reported clinical observation of high impedances on the segment returned as the conductor coils were electrically continuous. However, insulation abrasions were noted could have caused or contributed to the reported increase in threshold measurements.